Event description:
When switching power sources, unit would shut off, no patient harm reported, unknown alarm condition. Original witness not available during call - further information not available at this time.